Manufacturer narrative:
Sections d9 and h4 were updated. The reported complaint that the autopulse nxt platform (sn (B)(6)) stopped compressions and illuminated the alert yellow triangle indicator was confirmed in the archive data but not reproduced during functional testing. The autopulse nxt platform operated as intended. The reported complaint that the autopulse nxt platform emitted a burning smell was not verified during functional testing. The customer did not report any safety concerns, and the smell does not affect the platform's functionality. The smell is expected because this nxt platform does not have a "pre-baked" motor. The burning smell primarily results from oil residue burning off as the motor heats up. The platform underwent continuous testing using the large resuscitation test fixture (lrtf) with two batteries, which will help minimize remaining oil residues in the motor. The reported complaint that the autopulse nxt platform appeared to drain the battery unusually quickly was confirmed in the archive data but was not confirmed during functional testing. During continuous testing with the large resuscitation test fixture (lrtf) and two batteries, both batteries lasted for more than 30 minutes. Based on the archive log review, the platform was used for 10 minutes and 11 seconds (809 compressions) around the reported event date. The session ended when the internal motor temperature exceeded the thermal limit of 110°c, triggering fault 1290 (fault_analog_motor_over_temp) and stopping compressions and illuminating the alert yellow triangle indicator, confirming the reported complaint. The high-temperature limit may have been reached because the platform required more energy to compress a large patient, leading to increased motor heat that exceeded the thermal limit and causing faster-than-normal battery drain. The nxt platform passed the functional test without faults or errors. The autopulse platform functioned appropriately and performed as intended. Zoll is awaiting the customer's approval for autopulse nxt recertification and associated service fees.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that during a training with their crews, the autopulse nxt platform (sn (B)(6) stopped compressions, illuminated the alert yellow triangle indicator, and emitted a burning smell. The customer indicated that during operation, the nxt platform was placed on the zoll autopulse soft stretcher, but it was not inside the nxt quick case. The customer expressed concern specifically regarding the burning odor and also noted that the platform appeared to drain the battery unusually quickly. No patient involvement.